Event description:
Per the operative report, the patient has had an inflatable penile implant that has been working well until very recently when it totally stopped inflating. I tested it and it did not inflate at all. An x-ray showed that the reservoir appeared to be empty. Arrangements were made to return the device.